Event description:
Complaint summary. Intake notes. Caller reported the t: slim x2 pump battery will not charge. Is there a power source alert in the pump history around the time the issue began? ¿ no. Is the caller using the tandem charging cable? ¿ yes. Is the caller using the tandem wall adapter? ¿ yes. Customer not near charging supplies to continue troubleshooting.